Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture thresholds. It was indicated that the patient was implanted with a temporary wire. During the post implant check, the patient's heart rate decreased to 40 beats per minute. The output of this rv lead was increased, and the lead will be further reviewed. The patient is pacer dependent. This lead currently remains implanted and in service. No adverse patient effects were reported. Additional information: additional details were provided indicating that a lead dislodgment occurred. Surgical intervention was performed to reposition this lead which occurred two days after the initial implant procedure. It was also noted that the patient's heart rate decreased due to reprogramming of the temporary pacing wire. This lead remains implanted and in service. No additional adverse patient effects were reported.